Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy . A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6 french angio-seal sheath was unable to be inserted into the vessel. The doctor made a few attempts by applying further adequate force while inserting the angio-seal sheath by twisting; however, it was still unable to be inserted. For a precaution purpose, the doctor switched to manual compression, and the case was done. There was no blood loss reported. The event occurred intra-operative. The event results did result in patient injury and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 17jan2024: the procedure performed prior to use of the device was percutaneous coronary intervention (pci). A 6 french sheath size was used. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to be attempted insertion at an angle not recommended by the angio-seal vip instructions for use (IFU). The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard base risk table (hbrt).